Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed on merlin.net transmission. Patient was asymptomatic. Myopotential oversensing was suspected. Further testing and programming changes were recommended.